Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manufacturer, device eval by manufacturer?, if other specify, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient was receiving an infusion of normal saline and magnesium. Upon completion of the infusion, it was noted the pump did not alarm for "vtbi complete" or "air in line". Per clinician the bag was empty and a large amount of air infused through the line and through the pump. There was patient involvement however no patient harm.

Event description:
It was reported that the patient was receiving an infusion of normal saline and magnesium. Upon completion of the infusion, it was noted the pump did not alarm for "vtbi complete" or "air in line". Per clinician the bag was empty and a large amount of air infused through the line and through the pump. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.